Manufacturer narrative:
Sc-1132 (sn: (B)(4)). Device evaluation indicated that the device passed all tests performed and revealed no anomalies.

Event description:
A report was received that the patient was experiencing undesired stimulation changes and charging issues with the ipg. The patient underwent an ipg replacement procedure.

Event description:
A report was received that the patient was experiencing undesired stimulation changes and charging issues with the ipg. The patient underwent an ipg replacement procedure.